Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and tested the device. The fse checked the central monitor cms200 and noted that some patient monitors were in audio off state. The fse simulated the monitor and disabled the audio off function and deemed the central monitor alarms visual and audible working as intended. The fse advised the user not to activate the audio off on the patient monitor. Results of functional testing indicate no device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was caused by the user error in setting function. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there was no alarm on the central. The device was in use on a patient. There was no report of patient or user harm.